Manufacturer narrative:
Section a-1 patient identifier: complete sid is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect afp result generated on the architect i1000sr processing for a patient. The sample was repeated and a lower result was obtained. The customer does not have any information regarding the patient¿s diagnosis. The following data was provided: (B)(6) 2024 sid (B)(6) initial result = 294.14 ng/ml. (B)(6) 2024 sid (B)(6) rerun result = 5.93 ng/ml. There was no impact to patient management reported.

Event description:
The customer observed falsely elevated architect afp result generated on the architect i1000sr processing for a patient. The sample was repeated and a lower result was obtained. The customer does not have any information regarding the patient¿s diagnosis. The following data was provided: (B)(6) 2024 sid (B)(6) initial result = 294.14 ng/ml. (B)(6) 2024 sid (B)(6) rerun result = 5.93 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect afp result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates the reagent lot is performing as expected for this product. A review of the trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot 58588fn00 and complaint issue. The historical performance of the architect afp reagent lot 58588fn00 in the field was reviewed using data gathered from customers worldwide. The median population result for the complaint lot is within the established limits which indicates that the lot is performing acceptably. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the architect afp reagent lot 58588fn00.